Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 600 mg/dl. Reportedly, the customer took a steroid medication which caused elevated blood glucose levels, but was unable to deliver insulin via pump due to running out of insulin. Tandem technical support (cts) performed a pump system check and verified the pump functioned as intended. Multiple follow up attempts were performed by cts to complete troubleshooting, however, customer did not respond.